Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected turbine assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, and circuit disconnect alarms. The customer performed troubleshooting and all three transducers passed calibration testing. The customer determined the most likely cause of the issue is the turbine assembly. The customer reported there is no patient involvement associated with the event.